Event description:
IV medication administration safety consultant requested interpretation of cqi data, indicating an overinfusion of versed occurred due to a likely programming error with an incorrect concentration entered for a custom concentration. The hospital's standard concentration for versed is 1mg/ml. She thinks the user programmed 4 mg/100 ml, got a soft min alert, overrode it and set the rate at 100 mg/hour. She states, "we do not currently have min. Concentration limits for any of our custom concentrations." Per cfn clinical infusion data consultant's cqi review, it appears user programmed 4 mg/100 ml concentration and continuous dose of 0.16 mg/hr (or 4 ml/hr), then changed it to 4 mg/hr (with the concentration error this equated to 100 ml/hr which would result in the entire 100 ml bag infusing over one hour). There was no patient harm and no medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.